Event description:
Removal of dental implant. Implant failure. Time of loss in relation to the implantation: before prosthetic restoration. Primary stability was achieved. Bone quality at time of implant failure: type ii. No significant findings with pt med history. Pt did have sinus infection at time of implant failure. Date of implant: (B)(6) 2013. Date implant removed: (B)(6) 2013.

Manufacturer narrative:
This reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors, lack of osseointegration, and/or post-operative complications. The loss of integration or non-integration of endosseous dental implant is a known inherent risk of the procedure.